Manufacturer narrative:
The insulin pump was received with a blank display after the count up due to a problem with the mother board. Unable to conduct testing due to the blank display.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 743 mg/dl. The caller stated that the customer had been having problems with the insulin pump, and may not have been wearing it at the time of the hospitalization. Later, the customer called to report that the insulin pump had a blank display. Troubleshooting was performed, but the issue was not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.